Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that by the time, more and more electrodes with high impedances were detected and deactivated. The pt reports fluctuating loudness. Exchanging the external parts did not improve. Now, as 6 electrodes are deactivated, the parents report a deterioration in the pt's speech understanding. An accident or trauma is not known. Testing shows fluctuating impedances on several electrodes.